Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The following additional findings were also noted: water tightness loss due to a pinhole on the connecting tube and deformation of the scope cover, bending angle in up direction does not meet the standard value due to wear, discoloration and crack on the adhesive on the bending section cover, scratch on switch button one, grip is shaved, wrinkle on the universal cord, peeling adhesive around the objective lens, discoloration on the adhesive around the light guide lens, dent on the plastic distal end cover, and a buckling on the connecting tube. Three good faith efforts were made to obtain additional information from customer; however, no response received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that the evis lucera elite gastrointestinal videoscope exhibited leakage. There were no reports of patient harm associated with this event. The device was returned, and olympus repair center identified foreign objects in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.